Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin. No adverse event was reported. The lot number was not provided. The product is not expected to be returned for product evaluation.